Event description:
It was reported that the zimmer electric dermatome would not activate when plugged into the console. Additional clinical follow up with the hospital indicated that the reported event occurred during the surgical procedure. An alternate device was stated to have been immediately available for use, however the surgical procedure time was increased by an unknown length of time. There was no report of additional tissue harvest or medical/surgical intervention.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 11 years old and was last returned to the manufacturer for repair on (B)(4) 2011. Prior to repair, the device displayed no external damage. Verification of the calibration specifications displayed that the unit was out of calibration at the zero and 0.02 thickness setting. During repair, the repair technician observed that the motor seal and insulator were missing. Lack of those parts could have caused a malfunction within the motor and caused the customer's event. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.